Event description:
The customer reported that there was a precharge voltage error. There is no report of death or serious injury associated with the complaint. This error will likely prevent the system from booting, which would result in a loss of imaging functionality.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power module circuit was evaluated and reseated. The system was tested and found to be working as intended and returned to service.